Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found a motor stall due to wear and/or corrosion and/or lubrication, a stall due to shaft bearing and overinfusion of an unknown cause. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient receiving baclofen (500 mcg/ml at 24.99 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to cerebral palsy. The device was returned to the manufacturer with no complaint. No patient symptoms or complications were reported.